Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wb4t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported on (B)(6) 2015 that the patient got poor communication. The area around the implant was still sore and there may have been some swelling and bleeding. Onset of symptoms was gradual. There was no suspected problem with the device or therapy. The patient needed a CT scan secondary to an abdominal hernia problem and needed to turn the device off for this scan. The hernia problem began in (B)(6), prior to implant. The patient replaced the programmer batteries and was then able to turn the implantable neurostimulator (ins) off. Additional information received from the consumer on (B)(6) 2015\ reported that to resolve the issue they took keflex 205 mg bid for 5-7 days (antibiotics). Also, there was a removal of a small piece of retained suture. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.